Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. A quality investigation was performed. No sample was received for the supplier to carry out a root cause investigation. However, a technical investigation using retained samples which showed that the product specifications were within defined limits. A batch record review did not show any abnormalities during the manufacturing process of this batch. Furthermore, this has been documented as an isolated incident as no previous investigation are available. At this time, there is not enough information to conclude that the product did not meet specifications and perform as intended. Additional patient/event information was requested but could not be obtained. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. The initial reporter was unable to provide the number of devices impacted by this issue. Therefore, one complaint file was opened for the known device. A second complaint file was opened to capture the unknown number of devices. A separate FDA form 3500a has been generated to address each complaint file. (B)(4).

Event description:
It was reported the large anchoring device "adhered for little time". It is unknown where the device was used, the condition of the skin, and for what product the anchoring device was being used.